Event description:
Information received by medtronic indicated that the customer received pump error 130 and 39. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 130 or 39 alarms noted during test. Verified in the pump history download the pump alarmed pump error 130 on (B)(6) 2023 04:44:53.000 and pump error 39 on (B)(6) 2023 16:52:05.000. These alerts are expected and occur during normal pump operation. Motor was tested outside of the device and passed. However, found moisture damage to motor home switch. The following were noted during visual inspection: corroded motor home switch, corroded electronic assemblies, corroded battery tube, high current draw, cracked battery tube threads, scratched case, cracked keypad overlay, stained keypad overlay, cracked case- corner of belt clip rails, pillowing keypad overlay, serial number label missing, and moisture damage. The p-cap/reservoir does lock properly. Pump passed required testing and no pump error 39 or 130 alarms noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
And occlusion test. Unit successfully downloaded to thump. No pump error 130 or 39 alarms noted during test. Verified in the pump history download the pump alarmed pump error 130 on (B)(6) 2023 04:44:53.000 and pump error 39 on (B)(6) 2023 16:52:05.000. Found moisture damage to motor assembly, pcb1 board and pcb2 board. The following were noted during visual inspection: corroded motor home switch, corroded electronic assemblies, corroded battery tube, cracked battery tube threads, scratched case, cracked keypad overlay, stained keypad overlay, cracked case- corner of belt clip rails, pillowing keypad overlay, serial number label missing, and moisture damage. The p-cap/reservoir does lock properly. Pump passed required testing. However, confirmed pump error 39 or 130 alarms in the pump history download due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.